Manufacturer narrative:
The guidewire was returned within the balloon catheter. No damages or irregularities were found with the hyperform hub. The hyperform catheter body was found stretched and twisted at ~0.9cm from the distal end. No damages or irregularities were found with the balloon subassembly, catheter tip or marker bands. The guidewire was found stuck within the catheter and could not be removed. No damages were found with the visible portions of the guidewire. The hyperform occlusion balloon catheter was flushed; water did not exit the distal tip and the balloon did not inflate. The balloon catheter became broken when extracting the guidewire. Dried contrast was found throughout the catheter. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿no/slow inflation during set up¿ was confirmed. It is likely the stretching/twisting of the catheter body caused the balloon to not inflate. Possible cause for catheter stretching/twisting is the dried contrast caused resistance within the catheter. Advancing the guidewire against resistance would cause the catheter to stretch/twist as the device became more stretched when advancing the guidewire and twisted/accordioned when retracting the guidewire during analysis. Potential contributors to the damage are patient vessel tortuosity, catheter entrapment or guidewire removed aggressively. There was an indication that the event could be related to a potential manufacturing issue; therefore, a device history record review will be performed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Complaint source was reported as a distributor with no name provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during elective aneurysm embolization, the hyperform balloon was not able to deflate under the microguide. This made it impossible to remodel the aneurysm neck. The material was removed, and the procedure was suspended. There was no injury to the patient as a result of the event.